Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The reported event was not confirmed. The device met with the product specification. A visual test was performed and it was observed all the components are assembled properly at the tube. A functional test was performed and no obstruction or difficulties were detected during the test. No failure mode was observed in the received sample. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a strong resistance with the obturator, so it was difficult to come out. It was considered that the tube have been deformed due to the angle of the patient's neck during intubation. Recannulation of a replacement tube was required/performed.